Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the patient's implantable cardioverter defibrillator exhibited myopotential over-sensing. Programming changes were made and the over-sensing could not be reproduced. The patient was stable throughout. The patient's device would continue to be monitored via remote monitor.